Manufacturer narrative:
Concomitant medical products: product ID 4076-52 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed that the right ventricular (rv) lead had high thresholds. The rv lead remains in use. No patient complications have been reported as a result of this event.